Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards australia affiliate, during an axillary tavr procedure with a 29mm sapien 3 transcatheter heart valve, the tip of the esheath was positioned in the superior ascending artery, and when flex was applied to the delivery system, it appeared to tear the device expansion mechanism. The valve was successfully implanted in the intended position but during the attempt to retrieve the delivery system, the tip of the esheath kinked and the delivery system could not be retracted into the esheath. Consequently, the decision was made to remove the esheath, delivery system, and wire together as one unit. This action caused a tear in the axillary artery, necessitating the support of a vascular surgeon and a patch to repair the artery. The patient was stable post-procedure. As per images provided, the esheath liner appears to be delaminated at distal end and the esheath shaft could be observed kink at middle shaft.

Manufacturer narrative:
Correction to h6 based on additional information. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event for difficulty to withdraw the catheter from deployed valve was unable to be confirmed due to the device not being returned, and no relevant imagery provided. However, as the esheath was damaged during the insertion (liner delamination), it could cause further resistance as the delivery system was withdrawn into it, leading to the withdrawal difficulty. A review of the device history report and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.